Event description:
During in in-clinic follow-up, myopotential oversensing episodes were detected on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.